Manufacturer narrative:
The device history record (DHR) for lot: 24b086fhx was reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. We will continue to monitor reports and take actions as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when changing an sv morning, they had a problem with the balloon of the probe. Balloon tested beforehand but "exploded" five minutes after fitting while still in place. The balloon was inflated to 10cc. Note: several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.